Manufacturer narrative:
We have received your complaint about the above-mentioned device and thank you for supporting our market surveillance. Till today, the medical product has not become available for analysis and could therefore not be examined itself. Thus, the analysis is based on the inspection of the manufacturing steps and the provided data. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The available iegms showed the interference signals in the rv channel mentioned in the complaint text, which lead to the shock delivery. Despite the available information, no conclusive evaluation of the defect cause can be made because this would require an examination of the lead itself. If additional relevant information or the device itself should be available, please send this to us also. The incident will then be updated accordingly.

Event description:
Ous MDR- after an implantation period of approx. 49 months oversensing with inappropriate shock delivery was reported. The oversensing could be clinically reproduced. Thus the lead was capped and replaced.